Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 525cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 13, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 525cc breast implant. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed at the union between the patch and shell, causing leakage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and deflation. Per the current product insert data sheet (pids), deflation is a known complication associated with these devices and can occur at any time during or after implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number 6883491 was provided. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).